Manufacturer narrative:
Correction: g.2., h.5.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered during the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4 of pd treatment. The warning occurred 3 times. The patient cancelled treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the cassette. The patient was advised to let the cycler air dry and try it the next day. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not want to continue to use the cycler so the patient borrowed a cycler from the clinic and has been using it while waiting on a new cycler. There was no harm, intervention or adverse event associated with the leak. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered during the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4 of pd treatment. The warning occurred 3 times. The patient cancelled treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the cassette. The patient was advised to let the cycler air dry and try it the next day. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not want to continue to use the cycler so the patient borrowed a cycler from the clinic and has been using it while waiting on a new cycler. There was no harm, intervention or adverse event associated with the leak. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered during the patient's pd treatment. There was an air detected in cassette warning during drain 1 of 4 of pd treatment. The warning occurred 3 times. The patient cancelled treatment and found fluid in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the cassette. The patient was advised to let the cycler air dry and try it the next day. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not want to continue to use the cycler so the patient borrowed a cycler from the clinic and has been using it while waiting on a new cycler. There was no harm, intervention or adverse event associated with the leak. The cycler set is not available to return.